Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the device failed pressure transducer test during pre-use check. The pressure transducer board pc1781 was checked and was replaced to resolve the issue. The device was delivered to the user in working condition. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).